Manufacturer narrative:
E1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported a crack occurred on the probe at the time of output. Afterwards, when wiping outside the body, the cracked area broke and fell off. The issue occurred during a therapeutic procedure involving an olympus instrument. There was no detachment into the body of the patient. The product was replaced with a new one of the same model and the procedure was completed. There was no patient injury reported.